Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific that a jagtome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the mandrel was removed, it was noticed that the cutting wire remained bowed and the handle could not be controlled. The procedure was completed with a second jagtome rx 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.